Manufacturer narrative:
Product analysis: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met and the impedance of the right ventricular pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high impedance, non-physiological events, and was possibly fractured. The pace/sense portion of the lead was capped and new pace/sense lead was implanted. The shocking coils are still in use. During implant of the right atrial (ra) lead, the helix would not extend or retract while in the patient's body. The physician was able to get the helix to extend/retract outside of the body but did not feel comfortable using the lead and another lead was successfully implanted. No patient complications have been reported as a result of this event.